Event description:
Novasure ablation device would not open up the wings past 2.4 cm. Two devices with the same lot number failed in the same manner. There were no anatomical abnormalities contributing to the failure. FDA safety report ID# (B)(4).